Manufacturer narrative:
Batch review performed on (B)(6) 2015: lot 081455: (B)(4) items produced and released on (B)(4)2008. Expiration date: 2013-06-30. No anomalies found. To date, all the items have been already sold without any similar issue. On (B)(4) 2015 the medical affairs director made the following evaluation: the occurrence of pain is a very rare event, especially with stems like quadra and similar designs. In this case, we only have the radiographs at 7 years, with subjective report of unspecified pain. Around the stem proximal radiolucent lines are clearly visible. Most probably the stem found its stability distally, and for this reason it was found stable at extraction, but the stress distribution was unfavourable and probably the proximal stability was poor. It would be interesting to follow the postoperative evaluation and understand when the proximal instability and/or radiolucent lines developed. It is an unusual finding, but not impossible. The very large number of quadra and quadra-like stems sold and implanted worldwide since almost 30 years is reassuring in terms of efficacy of the design. There is nothing in the report that makes us suspect of a problem related to the device that could have emerged after 7 years. Polyethylene wear-induced osteolysis is possible but unlikely: the pt appears to be slim and no information is available on activity level.

Event description:
(B)(4).

Manufacturer narrative:
On 28 august 2015 it was prepared a final report with the information already submitted in the initial report. It was added the following comment mde by (B)(4): on the basis of the picture of the explanted stem, it can be only point out that the majority of its surface appears to be not osseointegrated. This condition was already presumable from the radiolucent lines clearly visible in the x-rays provided (in region 1, 7, 2). On 31 august 2015 the report was sent to the initial reporter and the case was closed.